Manufacturer narrative:
(B)(4). Clinical review of the medical records did not reveal a causal relationship between fresenius peritoneal dialysis products and the patient¿s peritonitis. The staphylococcus epidermidis positive peritonitis was likely due to technique failure. The complaint sample was not available and the lot number was unknown, thus a search of the lots delivered to the customer was conducted, with a time frame of three months before of the occurrence day. According to the system no product was available from this lot on distribution centers to be analyzed. The entire lots has been sold and distributed. Device history record review was performed on potential related lots. No nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved met current specifications. This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
A peritoneal dialysis (pd) patient's pd nurse reported that the patient was diagnosed with peritonitis. The patient was treated with gentamicin and vancomycin.